Manufacturer narrative:
The reported product is not expected to be returned as the customer declined to return the device. Therefore, no further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation.. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified lower scan result on the adc device compared to an unspecified reading obtained on a healthcare professional meter (hcp) meter. It is unknown whether the customer noted a trend arrow on the device. The customer experienced symptoms such as dizziness and loss of consciousness and was unable to self-treat. It is unknown if the customer received third-party medical treatment during this event. The customer regains consciousness and was seen at the hospital where an hcp obtained an unspecified glucose test. There was no medical treatment provided on the hospital other than the glucose test. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified lower scan result on the adc device compared to an unspecified reading obtained on a healthcare professional meter (hcp) meter. It is unknown whether the customer noted a trend arrow on the device. The customer experienced symptoms such as dizziness and loss of consciousness and was unable to self-treat. It is unknown if the customer received third-party medical treatment during this event. The customer regains consciousness and was seen at the hospital where an hcp obtained an unspecified glucose test. There was no medical treatment provided on the hospital other than the glucose test. There was no report of death or permanent impairment associated with this event.